Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary, the drawer had failed. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 18-dec-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that multiple cubies failing in one drawer. A field service engineer (fse) verified the issue and confirmed that matrix drawer 6 on the auxiliary unit was not closing properly. Found meds from drawer 7 obstructing it. Removed overstocked meds to clear the path and ensure proper drawer operation. The system functioned as intended after the fse repaired the device.